Event description:
It was reported that the patient underwent a revision procedure due to the device not working properly two weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). During diagnostic testing found that the pump would be dimpled when pressed. The ipp pump was explanted and a new ipp pump was implanted. The patient got better following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working properly two weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). During diagnostic testing found that the pump would be dimpled when pressed. The ipp pump was explanted and a new ipp pump was implanted. The patient got better following the procedure.

Manufacturer narrative:
Product analysis was unable to confirm the reported allegations related to pump collapse and mechanical issue. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. The pump performed within specification. Product analysis was unable to confirm the reported events.